Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the intensive care unit in the hospital due a blood glucose (bg) level of 691 mg/dl. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, intermittent occlusion alarms had occurred. Reportedly, customer reverted to an alternate method of insulin therapy.